Event description:
Rv lead was found to have increased thresholds in unipolar and bipolar between 1 to 4 volts. It was felt that the lead that was placed in the septum had dislodged. A new rv lead was placed and the old lead was capped.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.